Manufacturer narrative:
The coating on the guidewire came off onto the gauze. There was no pt involvement. The guidewire is a component within a customer procedural pack. The sample was returned and the issue was confirmed. The guidewire is manufactured by acme monaco corp. They have been notified of the incident and the sample was forwarded to them for further review and investigation. The manufacturer determined the flaking was the result of the coating process and identified three lots to be at risk for potential flaking. They corrected the issue by implementing a change to their coating process. There have been no further issues identified since the coating process change took place. We were requested by the manufacturer to return our current inventory of this component. On (B)(4) 2013 we extended this by initiating a recall of this component used in custom packs.

Event description:
The coating of the guidewire came off onto the gauze. There was no pt involvement.